Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronics assembly. The device had a corroded motor home switch, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose value was 149 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display returned but then went blank again. She then instructed to remove the battery for 2 hours and call back. The customer called back and stated that the display did not return when inserting the battery after the two hour reset. Blood glucose was 152 mg/dl. The insulin pump was replaced and the customer agreed to return the product for analysis.